Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use nicked / gouged and is fractured. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This complaint is confirmed with the returned device. Device has a potential field age of 10 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor pad broke while impacting femoral trial. There was no patient impact reported. No addtional information available from hcp.